Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Visual inspection showed a cracked downstream occlusion sensor. Functional testing was performed, one pin broken inside rdc found therefore duplicating the customer reported problem. Functional testing was not performed. The root cause of the issue determined to be physical damaged rdc connector of the main board. Main board to be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that both of these pumps have damaged or missing pins where the dose cord is to plug in. The device evaluation revealed a dso seal issue. There was unknown patient involvement and unknown harm/adverse event reported.